Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing and high capture threshold during routine next day pre-discharged check was noted on the right ventricular lead. The patient complained of pain in the lungs that were increased with inspiration. Chest x-ray revealed distal tip of rv lead outside of heart shadow. The rv lead was repositioned on (B)(6) 2020, and the procedure was completed without incident. The physician believed lead had perforated the myocardium.